Event description:
It was reported that the patient developed an infection. The pulse generator was explanted on (B)(6) 2014. A new pulse generator was implanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics. (B)(4).